Event description:
The hcp reported that the pump was explanted and replaced due to a recall and "end of battery life." Per the hcp, the pt did not experience symptoms relative to this event, no intervention or troubleshooting was performed. The pump contained 4000 mcg/ml of baclofen in the pump. The pump has not been returned to the manufacturer as of the date of this report. The pt tolerated the procedure well and has recovered without sequela.